Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant (B)(4). No information supporting allegations of lawsuit currently available.

Event description:
An artelon cmc spacer was explanted due to fibroconnective tissue with chronic inflammation and alleged foreign body type reaction to spacer. (B)(4).